Event description:
Rptr had a bilateral mastectomy on 8/7/84. She had this co's implant implanted on 4/14/86 to replace another co's implant that was implanted in her left breast. On 7/15/92, she had her breast implants removed. Her diagnosis was bilateral mastodynia secondary to breast implants. She has experienced the following: fibrocystic disease, foreign body granuloma, chronic inflammation, speckled anti-nuclear antibodies at 1:80, breast tenderness, drainage, severe pain, and swelling, thick and hard capsules, elevated temperatures, breast infections/cellulitis, breast deformities, breast ripples and wrinkled with scarring, peptic ulcers, migraines, decreased energy, depression, tired all of the time, nervousness, can't sleep, epigastric distress, gastritis, cold symptoms, acute bronchitis, implant leakage, arthritis symptoms in arms, legs, shoulders and in all joints, joint swelling, pain and stiffness, muscle fatigue, hand and finger swelling, taut/thick skin in breast area, unexplained skin rashes in arm and chest area, fatigue, general aching/stiffness, coldness and pain of extremities and visible implant outlines. (Also see mw1000808 and 1000809.)